Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent primary breast augmentation with unknown mentor device and was presented with bilateral capsular contracture baker grade IV. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2006 with catalog number 3503001bc; serial number (B)(4) on the right side and catalog number 3503001bc; serial number (B)(4) on the left side. This report is for the patient¿s left-sided device.